Event description:
During a procedure using a paragon t2 arthrowand, a portion from the tip of the wand detached. It is not known if the fragment remains in the patient. No other information was provided for this report. The date of incident was not provided.

Manufacturer narrative:
Patient information was requested. No patient information provided. Additional information has been requested for this report. No additional information has been received to date. The date of event is an approximation. Awaiting return of the device to complete the investigation.